Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the ins turned off when the patient didn't recharge the device. The patient and their son would be ensuring the patient charged regularly to prevent this in the future. The ins is on and is working as intended. The issue/symptoms were resolved with recharging of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported they tried setting up an appointment with a manufacturer representative (rep) and requested for the rep to call the patient's son back. They are setting up an appointment with their healthcare provider (hcp). Additional information was received from an hcp reporting the patient stated their "monitor" is not functioning properly. They did not have any further information on the issue but stated the patient was seen by their physician on (B)(6) 2020 and the device was working properly at that time. They stated that records indicated the patient was hospitalized with respiratory virus, unrelated, from (B)(6) 2020 and then in a rehab facility from (B)(6) 2020 and the issue started sometime during the hospital or rehab admission. They received a message about this issue on (B)(6) 2020 but have been out of the office. The rep indicated they would handle the situation from here.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable neurostimulator (ins) has turned off on its own two times, the first time the patient was at the caller's home on the floor for several hours without phone/call button. These occurrences were both on saturday 2 weeks apart (B)(6). The second occurrence was at the patient's home. There were no indications of a low ins battery, no recent medical procedures, or falls/traumas. No patterns leading up to the events. It was stated that patient was feeling weak, speech was worse, then the tremors on his hands returned. The first instance they thought patient was just sick with a virus then thought to check ins and turned it on. The second time they checked ins right away and the symptoms were 80-90% better within an hour of getting it back on. An email was sent to the manufacturer's representative (rep) to further assist the patient. Patient was also redirected to follow up with the health care provider (hcp)